Event description:
Reportedly, the pump was set at 44cc/hr to run over 24 hours. At the end of 24 hours there was still over 400cc left in the bag.

Manufacturer narrative:
B. Braun attempted to obtain incident and patient details, as well as pump identification (serial number), but they have not yet been provided by the user facility. Pump return had also been requested. Additional information will be provided when available.